Manufacturer narrative:
One used sample was received for evaluation for the complaint that a cuff leak occurred approximately 48 hours after being intubated, and a new intubation tube was placed. A lot of history review could not be conducted because no lot number(s) was/were identified. As received, there were no damages or anomalies observed. In order to facilitate leak detection, the sample was submerged underwater to detect air leakage, but no leaks were observed. The complaint of cuff losing pressure cannot be confirmed nor replicated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cuff leak occurred approximately 48 hours after being intubated, and a new intubation tube was placed. There was no reported patient harm/adverse event.